Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading for all three readings were less than 40 mg/dl. Reportedly, the first meter bg reading was 287 mg/dl, the second meter bg reading was 387 mg/dl, and a third meter bg reading was 396 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.